Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the knife stopped on the way, and it was replaced because it became unable to advance. The procedure was completed with another device.